Event description:
Additional information received later indicated patient outcome to be resolved without sequelae as of (B)(6) 2012.

Manufacturer narrative:
Catheter model 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; accessory 8591-38 lot# d02217 implanted: (B)(6) 2011 explanted: unk. (B)(4).

Event description:
The patient experienced auditory hallucinations. The event severity was reported as mild. The prialt dose was decreased from 0.8742 mcg/day to 0.0312 mcg/day on (B)(6) 2012. On (B)(6) 2012, it was noted the hallucinations were not improved despite the decreased dose. The therapy was suspended and the pump was filled with saline. On (B)(6) 2012, the pump drug was changed to morphine. The patient outcome was reported as ongoing event.